Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a 23mm 3300tfx aortic valve was explanted after an implant duration of 5 years and 29 days due to unknown reason. The explanted valve was replaced with a 27mm 11500a inspiris resilia aortic valve. The patient was in recovery post-operatively.

Manufacturer narrative:
H10: additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Updated sections: b5, b7, d4 (expiration date), h4, and h6 (clinical code, device code, type of investigation, investigation finding, and investigation conclusion).

Event description:
Through implant patient registry, it was learned that a patient with a 23mm 3300tfx aortic valve explanted after an implant duration of 5 years and 29 days due to stenosis and prosthesis-patient mismatch. The patient was presented with shortness of breath and fatigue. The explanted valve was replaced with a 27mm 11500a inspiris resilia aortic valve. The patient was stable post-operatively.